Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6 )2008, product type: lead. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4) implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. Product ID: 377 7-45, serial# (B)(4), implanted: (B)(4) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4)implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient noticed that both of her implantable neurostimulators (ins) were moving inside of her body sometime in (B)(6) 2013. Both of the ins¿s had moved up to almost the tailbone and towards the middle.